Event description:
Reporter mentioned that when she applied tampon in the morning, application felt a slight discomfort but she didnt investigate the cause. Three (3) hours later she went to remove the tampon and a shard of the applicator also came out into the toilet. She thought it was her own fault and didnt think anything about it after. Later when she applied new tampon and the same thing happened, but the shard landed in her hand this time.